Event description:
Customer reports experiencing trouble getting the secondary to flow into the upper y site of the primary set. The reported condition occurred during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition of no flow was not confirmed or duplicated and an assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. Should additional information become available; a follow up medwatch will be submitted. (B)(4)